Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro failed to cauterize vessel in leg. When attempting to cut/seal the first branch after dissection, there was no sign of thermal transfer. He tried again for about 13 seconds, and there was only a weak change in the color of the branch in the area of the element. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory on (B)(6) 2019 for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. Blood was observed on the jaws. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on both the hot and cold jaws was observed to be intact, no visual defects were observed. . A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life, test method" (bacon test). The device activated and transected the tissue five (5) times with no cautery failure observed. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to cut" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent".

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro failed to cauterize vessel in leg. When attempting to cut/seal the first branch after dissection, there was no sign of thermal transfer. He tried again for about 13 seconds, and there was only a weak change in the color of the branch in the area of the element. A replacement device was used to complete the procedure. The hospital did not report any patient effects.